Event description:
It was reported the patient complained of a sensation similar to a "bee sting" from the device occasionally, especially with certain movements. Follow up with the physician's office disclosed the patient has not been seen by or contacted the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.